Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and a supply change. Reportedly, the customer was using cartridges for longer than the recommended period, tandem technical support educated the customer that using cartridges for longer that the recommended period of time per the user guide is considered off label use. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.